Manufacturer narrative:
The pacemaker was returned for analysis. Interrogation and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2021-32642. Related manufacturer reference number: 2017865-2021-32643. It was reported that the patient presented with infection. The pacemaker was explanted, and later the right ventricular and right atrial leads were explanted. The patient was stable throughout.